Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the set fell apart at the blue safety clamp when nurse inserted into alaris pump could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: alaris pump infusion set fell apart at blue safety clamp when nurse inserted into alaris pump. White part of safety clamp "flew off".

Manufacturer narrative:
D.4. Medical device lot #: 10221115013 was reported, however, this is not a lot # manufactured for the reported catalog #. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the components separated. There was no report of patient impact. The following information was provided by the initial reporter: verbatim: alaris pump infusion set fell apart at blue safety clamp when nurse inserted into alaris pump. White part of safety clamp "flew off".